Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a sharps container. The customer reports that an employee was changing a needle container and when they picked it up, a needle poked through the side of the container and punctured their skin.

Manufacturer narrative:
Submit date: 7/14/2008. An investigation is currently underway. Upon completion, the results will be forwarded.